Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, a possible cause includes stress and operational problems. The most probable cause is traced to known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the uretero-reno fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated chipped bonding area adhesive at the bending section and foreign object inside the forcept channel was found. There was no patient involvement.